Event description:
During an endoscopic hemorrhoidal ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. The physician tried to place the shooter on the endoscope, while he was twisting the thread broke and the device was not able to shoot at all. Thread was broken and all 6 rubber rings fell off the device. The procedure was completed successfully with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved could not confirm the report as it was described. The trigger cord was found to be intact with no breaks or any other damage identified. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The trigger cord was found to be intact with no breaks or any other damage identified. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemorrhoid banding procedure, the physician used a cook 6 shooter saeed multi-band ligator. The physician tried to place the device on the endoscope. While he was twisting, the thread broke and the device was not able to shoot [bands]at all. Thread was broken and all six (6) rubber rings [bands] fell off the device. The procedure was completed successfully with another of the same device. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.